Manufacturer narrative:
Complaint evaluation: an authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the battery pca needed to be replaced. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that this was a malfunction of the battery pca. The battery pca was replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the pins on the battery pca were bent. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.